Event description:
It was reported that a patient underwent tactra device surgery due to unspecified reason. A new inflatable penile prosthesis (ipp) was implanted. No additional information was provided.